Event description:
Related manufacturer reference number: 2017865-2024-35036. During initial implant procedure, the leadless pacemaker was fixated and when attempting to release the device from the delivery catheter it was not possible to release. The leadless pacemaker and catheter was explanted and new catheter and leadless pacemaker were implanted successfully. It was noted the the tethers of the delivery catheter were damaged.

Manufacturer narrative:
The reported events of a separation issue and ¿the tether was deformed and angulated¿ was confirmed. As received, a catheter was returned in one piece without a device. Visual inspection of the catheter found the tethers at the distal end were bent/damaged consistent with occurring at time of procedure. X-ray analysis of the catheter found both tethers were buckled/broken at the transition zone. Dimensional analysis was performed and found all measurements that were able to be taken met device specification. The reported events were isolated to the buckled/broken tethers at the transition zone and bent/damaged tethers at the distal region.